Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, it was noted that the shaft of the driver is bent. The cause of this condition usually is the excessive force used prying and/or leveraging the device. The cause remains misuse.

Event description:
It was reported that during a knee surgery the anchor was inserted but at the time of putting the final tension on the device, it tore out of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-4020c-07). It was not necessary to switch the surgical technique or do a second surgery.